Manufacturer narrative:
On 9/20/2019 additional information was received from the customer: customer changed the senor that morning and received a ¿sensor failed¿ notification. Customer removed the sensor and no wire was visible. Customer was concerned that sensor wire may have broken off and remained in the thigh. A sensor change was performed the same day while in the hospital for an unrelated cardiac issue, and the same ¿sensor failed¿ notification occurred. Upon removal, the sensor wire was noted to be missing. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the sensor wire became detached from the sensor for multiple sensors. A root cause could not be determined. Replacement sensors were sent to the customer.